Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During the procedure, the sealing ring on the implantable cardioverter defibrillator (ICD) header fell off prior to connecting the leads and a set screw anomaly was noted. The device was not used. Post-procedure the patient was discharged.

Manufacturer narrative:
The reported event of header anomaly and loose connection could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.